Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a longitudinal tear 15mm long starting from the distal end of the balloon.inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified right superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient serious injury or adverse event were reported.